Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported experiencing burning and itching, significant discomfort in both eyes, a month after a cataract surgery with an intraocular lens (iol) implant in both eyes. Additional information was provided by the consumer, who reported being treated with various drops and plugs that did not help and that dry eye syndrome was ruled out. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the left eye.